Event description:
During implant procedure, loss of capture was noted on the right ventricular (rv) lead. The rv lead attempted to be repositioned but became stuck in the septum and was not able to be retracted. The rv was left in situ and was replaced. The patient was stable.